Event description:
Additional information was received from the customer which confirmed, the device was tested and inspected prior to use on the patient. The clog in the flush and jet channel was found during a diagnostic oesophagogastroduodenoscopy procedure. There was no delay to the procedure and the procedure was not completed with a different device. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the clogged channel was a foreign material, of which the details pertaining to its identification, or how it occurred could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were foreign objects in the jet channel due to incorrect or insufficient reprocessing of the scope. Upon further inspection, it was observed that there was leakage between the scope body and the switch box. This finding was due to a scratch and a crack in the components, causing a loss in water tightness. It was also observed that the blue paint around the air and water cylinder was missing. Additionally, it was observed that the red paint around the suction cylinder was missing. It was observed that the expected insulation capacity could not be obtained due to a cut on the heated shrinking tube of the lock engagement lever. It was also observed that the electrical connector was corroded. It was observed that the insulation resistance value at the distal end did not meet the standard value due to the adhesive peeling on the bending section cover. It was also observed that the objective lens had a chip, and the light guide lens had a crack. It was observed that the adhesive on the bending section cover was detached. It was also observed that the connecting tube had buckling or wrinkling. Lastly, it was observed that the following unit components were discolored: air and water cylinder, the suction cylinder and on the scope connector cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera gastrointestinal videoscope had clogging in the flush and jet channel. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.